Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, a cannulated screw (part number 214.752) became unthreaded during an ankle fracture repair. Upon insertion, the threads of the screw bunched up as it was being inserted over the guide wire. It was reported that the threads never followed the core of the screw in the bone. As the screw was being taken out of the bone, the threads came back down. The screw was removed and there were fragments remaining. These were removed from the patient. Another screw was used to complete the procedure. There was a 10 minute delay in surgery. There was no reported patient adverse event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned guide wire, lot unknown, was received in good condition and inserted into the cannulated screw. The returned cannulated screw, lot unknown, was received with the distal end broken off. The threads from the distal end were unwound and mangled. They showed heavy damage such that they were received stretched and bent in several locations. Approximately 43mm of the original 52mm screw remains intact. The remaining threads are deformed and appear to have been rewound. The screw head is worn but in good condition. The complaint condition cannot be replicated as the screw is already heavily damaged and broken. There was significant friction between the two parts but the cannulated screw could be removed from the guide wire. This difficultly was likely due to the deformation of the threads. The damage seen to the threads is consistent with the damage from very dense bone. While the screw is self-drilling and self -tapping to eliminate the need for predrilling and tapping in most cases the technique guide does provide instruction to predrill and tap in dense bone. It was reported that the patient was (B)(6). The threads that are still intact show evidence that they were unwound which is consistent with the complaint condition. Therefore the overall complaint condition is confirmed and the root cause is likely the method of insertion of the screw in excessively hard bone. The date of manufacture is unknown for the cannulated screw and guide wire so a review of the current edition of the design drawings was performed. The design is constrained by the clearance needed for the 1.6mm guide wire and the desired 4.5mm diameter for the screw. The designs were found to be sufficient for their intended use. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition is confirmed. The unwound threads were determined to be the result of the method of use in excessively hard bone and not the result of a design deficiency. The designs are sufficient for their intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.